Event description:
On (B)(6) 2014 the ssu at maquet vertrieb und service in (B)(6) reported that the rotaflow drive serial number 146 displayed a head error message. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The rfd was evaluated by the manufacturer em-tec and the flow sensor was found to be defective. Per instructions from the customer, the device was not repaired and sent back to the customer as is. (B)(4).